Manufacturer narrative:
(B)(4). The sample was discarded. A follow up report will be submitted upon completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed as the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a final bag that fell and disconnected during fill 1 of 6. The hp stated she had already disconnected herself. The technical service representative assisted the hp with end of therapy early procedure. The hp confirmed to complete therapy via manual supplies. The hp confirmed to notify her nurse. On (B)(4) 2010, product surveillance spoke with the hp who stated she was not sure how the bag fell but stated that the line was short and it had disconnected. The hp stated that it was her green bag that fell. The hp did speak to her nurse about the alarm. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No further information was provided.